Event description:
It was reported that on (B)(6) 2023, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4. An xtw (lot: 30801r2095) was advanced into the ventricle where it became stuck on the anterior chordae. The clip was able to be freed, inverted, and brought back to atrium. The leaflets were then grasped, but when trying to capture by lowering both grippers, the anterior gripper would not lower. Troubleshooting was attempted but was unsuccessful. The clip was brought to the atrium and tested again with no success. The clip was removed from the patient and the anterior gripper line was no longer present. A replacement xtw mitraclip was implanted. A third xtw (lot: 30612r2030) was planned to be placed to further reduce mr. The clip grasped the leaflets but the posterior gripper would not lower when attempting to drop both grippers. Troubleshooting was attempted but was unsuccessful. The clip was removed from the patient where the gripper was still observed to not function. Gripper line was still intact. A replacement xtw was then implanted successfully. The procedure ended with mr reduced to grade 3-4. There were no adverse patient effects and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
All available information was investigated, and the reported difficult to open or close (gripper actuation - single) was confirmed via returned device analysis. Additionally, the non-tactile gripper arm was observed to be pinched by the harness. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and the results of analysis, the reported difficult to open or close (gripper actuation - single), associated with the inability to lower the posterior gripper arm, was due to the harness pinching. A cause of the observed bulky gripper arm cover being pinched by harness (product quality problem ¿ irregular appearance) could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling. The additional mitraclip device referenced in b5 is being filed under a separate medwatch report.